Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general),"), benign neoplasm ("tumor / teratoma / cancer type: large benign tumor") and back pain ("severe back pain") in a (B)(6) female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain since (B)(6) 2014, constipation since (B)(6) 2014, other disorders of intestine since (B)(6) 2014, burning sensation in abdomen since (B)(6) 2014, abdominal pain since (B)(6)2014, stools hard since (B)(6) 2014, bleeding breakthrough since (B)(6) 2014, uterine leiomyoma since (B)(6) 2017, ovarian cyst since (B)(6) 2017, hypertension (high blood pressure) since (B)(6) 2017, mood change since (B)(6) 2017, hot flashes since (B)(6) 2017, tiredness since (B)(6) 2017, feeling sick since (B)(6) 2017 and nausea since (B)(6) 2017. Concomitant products included hydrochlorothiazide since (B)(6) 2014 and litronesib. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 2 months 18 days after insertion of essure, the patient experienced dysmenorrhoea ("abnormal menstruation pain/dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), dental caries ("tooth decay/dental problems"), depression ("depression/psychological or psychiatric problem disorder"), weight decreased ("weight loss"), hormone level abnormal ("hormonal changes"), migraine ("migraine headaches"), headache ("migraine headaches"), nausea ("nausea"), the first episode of acne ("rashes or skin condition: acne"), bladder disorder ("bladder or urinary problems or changes"), weight increased ("weight gain") and visual impairment ("vision /eye problem"). On (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: to be supplemented"). On (B)(6) 2017, the patient experienced benign neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain (seriousness criterion medically significant), the second episode of acne ("severe acne"), menorrhagia ("abnormal heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), uterine leiomyoma ("large fibroid tumor was found in uterus"), abdominal pain ("abdomen pain") and investigation noncompliance ("did not undergo an essure confirmation test "). The patient was treated with cyclobenzaprine hydrochloride (flexeril), lubiprostone (amitiza), macrogol (miralax), leuprorelin acetate (lupron), magnesium citrate, naproxen, antibiotics, laxatives, ibuprofen, tretinoin, benzoyl peroxide, surgery (hysterectomy with salpingectomy) and surgery (hysterectomy with salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, benign neoplasm, urinary tract disorder, weight decreased, hormone level abnormal, headache, nausea, bladder disorder, visual impairment, gastrointestinal disorder, abdominal pain and investigation noncompliance outcome was unknown and the back pain, the last episode of acne, dysmenorrhoea, menorrhagia, fatigue, vaginal discharge, dysgeusia, dyspareunia, alopecia, dental caries, depression, uterine leiomyoma, migraine and weight increased had not resolved. The reporter considered abdominal pain, alopecia, back pain, benign neoplasm, bladder disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, headache, hormone level abnormal, investigation noncompliance, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, vaginal discharge, visual impairment, weight decreased, weight increased, the first episode of acne and the second episode of acne to be related to essure. The reporter commented: the patient has not yet been able to undergo surgery to remove the essure micro-inserts and stil suffers to this day from the above symptoms. Plan for total abdominal hysterectomy due to size and location of leiomyoma (too large for transvaginal removal as well as potential for alteration of normal anatomy.) Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on (B)(6) 2017: 118/70 mm hg smear cervix - on (B)(6) 2017: suspicion for a trichomonas infection. On (B)(6) 2017, ultrasound scan showed little change in fibroid dimensions. Six cm posterior adjacent to internal cervical os; sessile, nonmobile, nonpedunculated. She is with a large posterior fibroid measuring approx 6-7cm abutting the cervix, not responsive to lupron therapy. Most recent follow-up information incorporated above includes: on 27-feb-2018: pfs received: reporters details added. Aka names added. Events added as abnormal bleeding (general), hormonal changes, hysterectomy (full), psychological or psychiatric problems condition: to be supplemented, bladder or urinary problems or changes, migraines / headaches, rashes or skin conditions type: acne, salpingectomy (bilateral removal of fallopian tubes), nausea, dental problems, dysmenorrhea (cramping), tumor / teratoma / cancer type: large benign tumor, abdominal and pelvic area pain,,weight gain / loss specify which one:, gastrointestinal or digestive system condition type: to be supplemented, other injury(ies) or complication (s) please describe: colonoscopy, hair loss, vision,/eye problem, weight loss. Historical, concomitant condition and relevant lab data were added. Concomitant, historical drugs and treatment drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general),"), benign neoplasm ("tumor / teratoma / cancer type: large benign tumor") and back pain ("severe back pain") in a 35-year-old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo an essure confirmation test". The patient's concurrent conditions included pelvic pain since (B)(6) 2014, constipation since (B)(6) 2014, other disorders of intestine since (B)(6) 2014, burning sensation in abdomen since (B)(6) 2014, abdominal pain since (B)(6) 2014, stools hard since (B)(6) 2014, bleeding breakthrough since (B)(6) 2014, uterine leiomyoma since (B)(6) 2017, ovarian cyst since (B)(6) 2017, hypertension (high blood pressure) since (B)(6) 2017, mood change since (B)(6) 2017, hot flashes since (B)(6) 2017, tiredness since (B)(6) 2017, feeling sick since (B)(6) 2017 and nausea since (B)(6) 2017. Concomitant products included hydrochlorothiazide since (B)(6) 2014 and litronesib. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 2 months 18 days after insertion of essure, the patient experienced dysmenorrhoea ("abnormal menstruation pain/dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), dental caries ("tooth decay/dental problems"), depression ("depression/psychological or psychiatric problem disorder"), weight decreased ("weight loss"), hormone level abnormal ("hormonal changes"), the first episode of migraine ("migraine headaches"), the second episode of migraine ("migraine headaches"), nausea ("nausea"), the first episode of acne ("rashes or skin condition: acne"), bladder disorder ("bladder or urinary problems or changes"), weight increased ("weight gain") and visual impairment ("vision /eye problem"). On (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: to be supplemented"). On (B)(6) 2017, the patient experienced benign neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain (seriousness criterion medically significant), the second episode of acne ("severe acne"), menorrhagia ("abnormal heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), uterine leiomyoma ("large fibroid tumor was found in uterus"), abdominal pain ("abdomen pain"), emotional disorder ("emotional period"), vaginal haemorrhage ("abnormal vaginal bleeding"), vision blurred ("blurred vision"), constipation ("constipated") and intestinal obstruction ("obstructed bowel"). The patient was treated with cyclobenzaprine hydrochloride (flexeril), lubiprostone (amitiza), macrogol (miralax), leuprorelin acetate (lupron), magnesium citrate, naproxen, antibiotics, laxatives, ibuprofen, tretinoin, benzoyl peroxide, surgery (hysterectomy with salpingectomy) and surgery (hysterectomy with salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, benign neoplasm, back pain, the last episode of acne, dysmenorrhoea, menorrhagia, fatigue, vaginal discharge, dysgeusia, dyspareunia, urinary tract disorder, alopecia, dental caries, depression, uterine leiomyoma, bladder disorder, weight increased, abdominal pain, emotional disorder, vaginal haemorrhage, vision blurred, constipation and intestinal obstruction had not resolved and the uterine haemorrhage, genital haemorrhage, weight decreased, hormone level abnormal, the last episode of migraine, nausea, visual impairment and gastrointestinal disorder outcome was unknown. The reporter considered abdominal pain, alopecia, back pain, benign neoplasm, bladder disorder, constipation, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, emotional disorder, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, intestinal obstruction, menorrhagia, nausea, pelvic pain, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage, vision blurred, visual impairment, weight decreased, weight increased, the first episode of acne, the first episode of migraine, the second episode of acne and the second episode of migraine to be related to essure. The reporter commented: the patient has not yet been able to undergo surgery to remove the essure micro-inserts and still suffers to this day from the above symptoms. Plan for total abdominal hysterectomy due to size and location of leiomyoma (too large for transvaginal removal as well as potential for alteration of normal anatomy.) Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement on (B)(6) 2017: 118/70 mm hg. Smear cervix on (B)(6) 2017: suspicion for a trichomonas infection. On (B)(6) 2017, ultrasound scan showed little change in fibroid dimensions. 6 cm posterior adjacent to internal cervical os; sessile, nonmobile, nonpedunculated. She is with a large posterior fibroid measuring approx 6-7cm abutting the cervix, not responsive to lupron therapy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received:the event emotional period, abnormal vaginal bleeding, blurred vision. Constipated, obstructed added. Events outcome added as not recovered and event investigation noncompliance coding changed to did not have confirmation test performed following insertion of essure micro-inserts nos. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic area pain"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding (general),"), benign neoplasm ("tumor / teratoma / cancer type: large benign tumor") and back pain ("severe back pain") in a 35-year-old female patient who had essure (batch no. A33564) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included pelvic pain since (B)(6) 2014, constipation since (B)(6) 2014, other disorders of intestine since (B)(6) 2014, burning sensation in abdomen since (B)(6) 2014, abdominal pain since (B)(6) 2014, stools hard since (B)(6) 2014, bleeding breakthrough since (B)(6) 2014, uterine leiomyoma since (B)(6) 2017, ovarian cyst since (B)(6) 2017, hypertension (high blood pressure) since (B)(6) 2017, mood change since (B)(6) 2017, hot flashes since (B)(6) 2017, tiredness since (B)(6) 2017, feeling sick since (B)(6) 2017 and nausea since (B)(6) 2017. Concomitant products included hydrochlorothiazide since (B)(6) 2014 and litronesib. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2013, 2 months 18 days after insertion of essure, the patient experienced dysmenorrhoea ("abnormal menstruation pain/dysmenorrhea (cramping)"), fatigue ("fatigue"), vaginal discharge ("vaginal discharge"), urinary tract disorder ("bladder or urinary problems or changes"), alopecia ("hair loss"), dental caries ("tooth decay/dental problems"), depression ("depression/psychological or psychiatric problem disorder"), weight decreased ("weight loss"), hormone level abnormal ("hormonal changes"), the first episode of migraine ("migraine headaches"), the second episode of migraine ("migraine headaches"), nausea ("nausea"), the first episode of acne ("rashes or skin condition: acne"), bladder disorder ("bladder or urinary problems or changes"), weight increased ("weight gain") and visual impairment ("vision /eye peroblem"). On (B)(6) 2013, the patient experienced gastrointestinal disorder ("gastrointestinal or digestive system condition type: to be supplemented"). On (B)(6) 2017, the patient experienced benign neoplasm (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), back pain (seriousness criterion medically significant), the second episode of acne ("severe acne"), menorrhagia ("abnormal heavy menstrual bleeding"), dysgeusia ("metallic taste in mouth"), dyspareunia ("pain during intercourse/dyspareunia (painful sexual intercourse),"), uterine leiomyoma ("large fibroid tumor was found in uterus"), abdominal pain ("abdomen pain") and investigation noncompliance ("did not undergo an essure confirmation test "). The patient was treated with cyclobenzaprine hydrochloride (flexeril), lubiprostone (amitiza), macrogol (miralax), leuprorelin acetate (lupron), magnesium citrate, naproxen, antibiotics, laxatives, ibuprofen, tretinoin, benzoyl peroxide, surgery (hysterectomy with salpingectomy) and surgery (hysterectomy with salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, uterine haemorrhage, genital haemorrhage, benign neoplasm, urinary tract disorder, weight decreased, hormone level abnormal, the last episode of migraine, nausea, bladder disorder, visual impairment, gastrointestinal disorder, abdominal pain and investigation noncompliance outcome was unknown and the back pain, the last episode of acne, dysmenorrhoea, menorrhagia, fatigue, vaginal discharge, dysgeusia, dyspareunia, alopecia, dental caries, depression, uterine leiomyoma and weight increased had not resolved. The reporter considered abdominal pain, alopecia, back pain, benign neoplasm, bladder disorder, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hormone level abnormal, investigation noncompliance, menorrhagia, nausea, pelvic pain, urinary tract disorder, uterine haemorrhage, uterine leiomyoma, vaginal discharge, visual impairment, weight decreased, weight increased, the first episode of acne, the first episode of migraine, the second episode of acne and the second episode of migraine to be related to essure. The reporter commented: the patient has not yet been able to undergo surgery to remove the essure micro-inserts and stil suffers to this day from the above symptoms. Plan for total abdominal hysterectomy due to size and location of leiomyoma (too large for transvaginal removal as well as potential for alteration of normal anatomy.) Diagnostic results (normal ranges are provided in parenthesis if available): blood pressure measurement - on (B)(6) 2017: 118/70 mm hg smear cervix - on (B)(6) 2017: suspicion for a trichomonas infection. On (B)(6) 2017, ultrasound scan showed little change in fibroid dimensions. 6 cm posterior adjacent to internal cervical os; sessile, nonmobile, nonpedunculated. She is with a large posterior fibroid measuring approx 6-7cm abutting the cervix, not responsive to lupron therapy. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jul-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.